Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was implanted on (B)(6) 2016. When the patient got it to where they felt stimulating, it made their bladder feel like it was full. This had been happening on and off since implant. Some days it was ok, but at night the patient seemed to have problems with going to the bathroom. The patient had a bladder tightening sensation. Therapy had not been effective since implant. The patient had tried all programs and felt stimulation down both legs with all 4 programs. The patient had stimulation in the wrong location. The patient would have their follow-up appointment with their health care provider (hcp) on (B)(6) 2016. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received, the patient reported there were trying different "stages" (indicating programs) to find one that worked greater than 50 percent. None thus far worked for night time but a couple helped during the day but only lasted a few days. One was found that did not go down their leg and their healthcare professional was monitoring close until one is found.